Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient¿s spouse, on (B)(6) 2025, the patient¿s alarm went off, and his cgm was showing 48 mg/dl. His wife gave him candies and one cup of orange juice, after which his cgm increased to 50 mg/dl. They did not have a manual glucometer to verify his blood glucose. The patient became disoriented, confused, and was not acting like himself, so his wife drove him to the hospital. At the ER, his blood glucose was tested and measured 1200 mg/dl, while his cgm was displaying 63 mg/dl. The patient was comatose (loc) and was treated with IV fluids and an insulin drip. He stayed at the hospital for two days and was diagnosed with dka. Upon discharge, he felt somewhat better but remained disoriented. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.